Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600052 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples are stuck in the stapler. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned. No other defects or anomalies were observed. The stapler was received with 33 staples left in the cartridge indicating that at least 2 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was not able to properly form and release. The second attempt to fire the stapler with a properly formed staple that released was not successful. The unit was disassembled and reassembled. Another attempt to fire the stapler was made. On this attempt the staple did not form, but the staple was ejected. Two more attempts to fire properly formed were made. Staples would not form properly, but would eject. The remaining staples were removed from the unit and evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. The complaint, "stuck in other remarks: stapler" has been confirmed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The root cause of the complaint cannot be determined. No corrective/preventative actions will be assigned. The reported complaint of "stuck in stapler" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 33 staples left in the cartridge indicating that at least 2 staples have been fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples are stuck in the stapler. The patient's condition was reported as unknown.